Manufacturer narrative:
Analysis of the AED's log files identified that the AED was placed in to service with battery serial number (B)(6) on (B)(6) 2022. The logs show the AED had been deployed in several events throughout it's history, which reduced the battery's life expectancy. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.